Event description:
It was reported that non-sustained rv oversensing was observed due to loss of lv capture. It is noted that the patient has a history of hyperkalemia. Patient will continue to be monitored routinely.